Manufacturer narrative:
(B)(4). Date sent: (B)(4). Batch # unknown. Additional information was requested, and the following was obtained: please provide more details of device malfunction for pxw35? Could you please provide more details for ecr60b "miss firing"? Regarding "patient status/ outcome / consequences: yes", please provide more details. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Regarding patient and his post operative status, he went well. No, the surgeon didn't need to make any changes in post operative caring. Regarding the ecr60b, we faced a miss firing so the knife cut the tissues without stapling. The distributor received the stapler and the reload from the surgeon. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler missed fired fracturing the blue reload.

Manufacturer narrative:
(B)(4) date sent 7/28/2022 additional information received: regarding patient and his post operative status, he went well. - no, the surgeon didn't need to make any changes in post operative caring. - regarding the ecr60b, we faced a miss firing so the knife cut the tissues without stapling. - the distributor received the stapler and the reload from the surgeon. H6: